Event description:
It was reported that the device stopped working during the case and was very hot to touch near the battery and there was a hot plastic smell. There was no delay or harm to the patient or users.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device stopped working during the case and was very hot to touch near the battery and there was a hot plastic smell. There was no delay or harm to the patient or users.

Manufacturer narrative:
The device is not available for return. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hot battery. Probable root cause for flow too low: material/design error; constant irrigation flow is not maintained leading to limited field of view; stopcocks in improper configuration; large anatomy; missing o-ring; damaged or deformed o-ring; pump malfunction (motor, control board, harness, power supply, battery, or cassette); clogged tubing; user error. Probable root cause for heat: material/design error; user error. The reported failure mode will be monitored for future reoccurrence. Added initial reporter postal code.